Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 638bl34 heart band (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had open heart bypass surgery. During surgery, the patient received an inappropriate shock due to cautery noise since the device was not turned off pre-operatively. Sensing integrity count (sic) accrual commenced on the surgery date. Since surgery the impedance on the right ventricle (rv) coil and superior vena cava (svc) coil of the rv lead have dropped. The device is nearing recommended replacement time (rrt) so they will continue to monitor. The device and lead remain in use. No further patient complications have been reported as a result of this event.